Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 500 mg/dl. The customer was hospitalized on (B)(6) 2015 at 2 am. The customer felt shortness of breath and blacked out. The customer stated that they will call back to troubleshoot the issue at a later time. The customer did not "reive" a failed battery test from their insulin pump. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.